Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A maverick 2 mr 2.50 x 15mm was selected for use. During the procedure while inflating the balloon, the shaft fractured. The device was removed, however the fractured shaft remained inside the patient. The fractured piece was removed using a trapping technique, and xray confirmed that the fractured piece was completely removed from the patient. There were no patient complications reported due to this event.